Event description:
It was reported that patient has an implantable cardioverter defibrillator (ICD) and a vagal nerve stimulator (vns) implanted on the same side. The patient hears tones coming the ICD when wearing or carrying the vns required. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2013; 6947m-55 lead, implanted: (B)(6) 2013. (B)(4).